Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced intermittent inaccurate fill estimates. On one of the occasions, the customer received a low insulin alert followed by an empty cartridge alarm. There was no impact to the customer's blood glucose level. Reportedly, the customer would continue to use the pump until replacement pump is received.

Manufacturer narrative:
Low insulin alert and empty cartridge alarm were valid.